Event description:
Literature was reviewed regarding ¿ transarterial embolisation of abdominal aortic type ii endoleaks accessed via the deep circumflex iliac artery: a case series and literature review¿  an endurant stent graft was implanted in the endovascular treatment of a 49mm biliobed infra renal aaa .  At 22 months post the procedure, over a 5mm aneurysm diameter increase was noted with a type ii endoleak. The overall sac dimensions increased to 58 × 62 mm. A transarterial embolization procedure was performed with coiling of the bilateral l4 lumbar arteries and the native sac. Initial technical success was achieved. Further sac expansion was noted at 6 months post the embolization and a type ia endoleak and  type ib endoleak were observed.  These were not identified on retrospective review of the imaging that was available prior to the dcia type ii endoleak intervention. The type I endoleaks were treated with the implant of heli fx endoanchors proximally and the implant of a endurant limb in the left cia limb distally. At 27 months post embolisation the patient was identified as having further endoleaks related to fabric tears and required open revision and repair. No additional clinical sequalae were provided.

Manufacturer narrative:
Medtronic received the following information from a journal article entitled; transarterial embolisation of abdominal aortic type ii endoleaks accessed via the deep circumflex iliac artery: a case series and literature review anning n, weeratunga s, wang y, de boo dw, puttaswamy v.  Vascular and endovascular surgery. 2024 oct;58(7):757-761.  Doi: 10.1177/15385744241253456. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D.6a month and year valid only medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.